Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/09/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . H3 investigation summary: one sealed box (36ea) product code y5218 was returned for analysis with the packaging closed. Upon initial inspection of the sample no external damages were observed on the box and packets. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. In addition, the needles were observed to be within specification due to all of them belong to sales type sh-1 plus, visi black needle, round bodied. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4).. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what do you mean by jb-1 to sh-1? Provide more details. The needle has been changed from a jb-1 needle to a sh-1 needle. The surgeon prefers quality of jb-1 needles. He has had problems with the quality since the changeover. He would like to know what has changed. How many sutures are involved in this event? In this specific case 2 needles were affected. Problem had been observed before without being able to provide details. Was there any adverse consequence associated with the patient? Delay in surgery time, no harm to patient. After how many passes through tissue did the needle become dull? After 1 -2 penetrations was there any damage to the tissue? Unknown. What was used to repair the tissue? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-07067.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.